Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to flush is confirmed and appears to be supplier related. One 4 fr sl powerpicc solo catheter was returned for investigation. The 3cg stylet t-lock assembly was returned within the catheter. No apparent evidence of use was observed. An attempt to flush through the y site extension leg from the t-lock assembly revealed a complete occlusion. Microscopic observation of the y-site luer hub revealed a clear, solid material to be the source of the occlusion. The material was located near the distal section of the hub. Since the material appears to be adhesive, the complaint is confirmed. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿the side port of the technology wouldn¿t flush¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed at vad lab the following was concluded: the light green luer adapter of the extension set was found to be totally occluded. The material occlusion appeared to be some excess of adhesive used during set assembly. This kind of defect could be caused during the manufacturing process at supplier facility. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) of redw3706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the side port of the technology wouldn¿t flush. No patient was harmed but an additional kit needed to be opened.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw3706 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the side port of the technology wouldn¿t flush. No patient was harmed but an additional kit needed to be opened.